Event description:
During remote monitoring, a bluetooth low energy telemetry anomaly was observed on the device. The patient is anticipated to be seen in-clinic for further investigation, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the patient was later seen in-clinic and the device was found to be in bluetooth low energy (ble) telemetry lockout. Ble telemetry was restored in-clinic. The patient was in stable condition.